Manufacturer narrative:
H3: product analysis of product #6642002 ; lot# em14k029. Analysis summary: visual and optical examination identified that the hex edges of the compressor have been rounded and the retaining pin has been bent and one of the retaining tabs has been broken off and is missing. This is consistent with bend stress overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from healthcare professional via manufacturer representative regarding an event happened during intra-op for a patient with unknown spinal therapy. It was reported that the distal tip of the driver was broken. It was mentioned that, it is not evident that it was broken during the procedure, it is possible it was broken beforehand. There was no evidence of any part of the broken driver remaining in patient after thorough investigation by surgeon. It was mentioned that the patient had no complications at this time and no adverse events reported. There were no symptoms to patient or physician were reported or anticipated. Additional information received on 2021-jan-05_e1: it was confirmed that the event was happened during intra-op. It was mentioned that the product came in contact with patient. It was suspected that the break was occurred beforehand. There was no delay reported as a result of this event. There were no symptoms to patient or physician were reported or anticipated.